Manufacturer narrative:
(B)(4). Health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: ¿please explain what is meant by, ¿stapler failed?¿ the stapler got stuck, I had to pull really hard and then the anastomosis has a really big air leak were there staples visible circumferentially? Yes please describe the shape of the deployed staples. Do not remember were there staples seen in the surgical field? If yes, what were their shape? No what indicator was received that the device did not complete the stapling? It stapled but it got stuck was the cut line fully circumferential? Yes what were the indications for surgery? Male 25 years, with ulcerative colitis with colon cancer what surgical procedure was performed? Restorative proctocolectomy: laparoscopic proctocolectomy and ileal pouch-anal anastomosis, but when the stapler got stuck and we had air leak we had to performed a abdominoperineal resection did the patient receive any preoperative chemotherapy or radiation? No what healthcare professional fired the device and what is his/her experience with the device? The usual where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Yes, they were complete was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No was the staple line visualized endoscopically during the initial surgical procedure? No how was the leak identified? Big air leak what was observed at the site of the leak? No how was the leak addressed? Pneumatic air what is the current status of the patient? The patient is fine, but due to the failure of the stapler the abdominoperineal surgery had to be performed and that meant a definitive colostomy¿

Manufacturer narrative:
(B)(4). Date sent: 10/13/2021. Additional information was requested, and the following was received: ¿what is meant by, ¿the stapler got stuck?¿ it means that when I tried to removed the stapler, it kept caught in the tissue and I had to exert a lot of force to extract it causing the anastomosis to leak. How was the device removed? With great force. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Initially 2,5 revolutions, and additional revolution once it didn't release the tissue why was the procedure converted to an apr? Because there was an important leak in the anastomosis of a restaurative proctocolectomy + j pouch, caused by the stapler´s failure.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by, ¿stapler failed?¿ were there staples visible circumferentially? Please describe the shape of the deployed staples. Were there staples seen in the surgical field? If yes, what were their shape? What indicator was received that the device did not complete the stapling? Was the cut line fully circumferential? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/ her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? How was the leak addressed? What is the current status of the patient?

Event description:
In the colorectal procedure, indicates that the stapler failed by not completing the stapling, resulting in a leakage of the anastomosis and subsequent conversion into an open procedure.